Event description:
Customer stated that she accidently primed half of the reservoir into her body and her blood glucose was dropping. Customer stated that she went to hosp and was treated in the ER and released. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with prime alarm during basic occlusion test. Unable to prime during prime test due to moisture damage inside the force sensor. The insulin pump had a missing end cap sticker.